Event description:
It was reported that this system exhibited high pacing thresholds and loss of capture on the atrial channel. A perforation was initially suspected and imaging was performed; however, this could not be confirmed via imaging. The physician determined that the patient did not respond well to pacing in the ventricle and most likely would not benefit from cardiac resynchronization therapy (crt). The system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this system exhibited high pacing thresholds and loss of capture on the atrial channel. A perforation was initially suspected and imaging was performed; however, this could not be confirmed via imaging. The physician determined that the patient did not respond well to pacing in the ventricle and most likely would not benefit from cardiac resynchronization therapy (crt). The system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.